Event description:
The ventilator setting changed by itself. This incident occurred during check up in the facility and no patient was involved.

Manufacturer narrative:
Device evaluated by manufacturer. Upon receipt, the ventilator will be investigated for failure analysis. A report and action taken in resolving this issue will be submitted to medwatch program.